Event description:
It was reported that on (B)(6) 2012 the pump and catheter were replaced. The patient experienced intractable back pain with myelopathy and neck pain. The issue was a "scarred down" abdominal medication pump, fractured pump catheter tubing in left paraspinal and flank region, obstructed distal catheter within the thecal sac. The patient experienced modest relief in the lower back for complaint of lower back pain and persistent neck pain. The patient presented with a c-collar since discharge from the hospital. The patient was to follow-up with pain management. He was also referred for an evaluation of the cervical spine. The device system was used to deliver dilaudid.

Manufacturer narrative:
Product ID 8703w, lot# j0039914r, implanted: 2000-(B)(6), product type catheter product ID 8711, lot# j0058171r, implanted: 2001-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).